Manufacturer narrative:
The device had the cannula assembly in an undeployed state. Downloaded data shows the pod was deactivated after running 46 pulses, all of which were first prime pulses. The device was deactivated by the user prior to when it was intended to deploy. No deficiencies were found that would contribute to a needle mechanism failure.

Manufacturer narrative:
Additional information: lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the cannula did not deploy during the activation process. Details regarding treatment were not reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.